Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a broken screw on the controller. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black cable¿s connector nut was confirmed during evaluation of the returned heartmate ii system controller (serial number: (B)(6)). The controller¿s black power cable was still able to connect and partially lock into multiple power sources despite the observed damage. The controller was functionally tested and found to perform as intended. Additionally, a log file containing approximately 3 days of data (30apr2022 to 03may2022 per timestamp) was downloaded for review, and no atypical events were observed. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The unit was first shipped to the customer on 08feb2016. The heartmate ii patient handbook describes how to properly maintain all equipment for use including the system controller and its power cables. The heartmate ii patient handbook instructs users to regularly inspect all equipment including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.